Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the surgeon reports a problem with a gamma nail. The lag screw step drill is twisted. "

Event description:
As reported: "the surgeon reports a problem with a gamma nail. The lag screw step drill is twisted. "

Manufacturer narrative:
Corrections: please refer to sections d9 the device was returned and h6 (method, results and conclusion codes). The reported event could be confirmed based on the device inspection. The device inspection revealed the following: the drill exhibits considerable wear, as evidenced by blunt and deformed flutes that indicate extensive use. The need for increased force when operating with dull flutes suggests prolonged and intensive use, likely resulting in tip deformation over time. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a combination of wear and user-related factors. The event resulted from extensive usage overtime and the application of excessive external force that ultimately led to the flutes deformation. Additionally, the device was manufactured in 2016 and has been in service for a long period which is most likely a contributing factor. In this relation, the stryker instructions for cleaning, sterilization, inspection and maintenance provide information to identify when the device should no longer be reused or is still within specification. When cleaned, sterilized and maintained according to the instructions provided within this document and documents referenced therein, the reusable medical devices maintain their function and biocompatibility over the lifetime of the device. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Corrections: please refer to section d9 the device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the surgeon reports a problem with a gamma nail. The lag screw step drill is twisted. ".